Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following interrogation by the programmer of the implantable pulse generator (ipg), it exhibited a shorter than expected longevity estimate. It was noted that the patient had a magnet rate of 85 beats per minute (bpm) with elective replacement indication (eri) for the ipg. The patient was scheduled for ipg replacement however this was not required as it was discovered to have 4 years remaining longevity. No patient complications have been reported as a result of this event.